Event description:
It was reported that the patient presented via emergency medical services (ems) with fever, a sore neck, and lightheadedness. A computed tomography (CT) scan with contrast and a transesophageal echocardiogram (tee) were performed. The patient was found to have osteomyelitis and bacteremia. They were treated with IV antibiotics and implantable cardioverter-defibrillator (ICD) lead extraction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported infection and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 13feb2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.